Event description:
The system 4 rotary handpiece was sent for evaluation and during performance testing at the manufacturer, it was noted that the leafkey housing is chipped. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Based on the investigation details, the likely cause is black hard anodized coating degrades over the course of time during use. The leafkey housing was upgraded along with other components.